Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.6. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 20027e lot number 22099444 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd smartsite¿ extension set, 0.2 micron filter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 1865-pc: chemo leaking from extension set on .2micron filter, posterior side, circle site at clamp end.